Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned cardiac cath procedure, which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and found the x-ray generator error. Upon troubleshooting, fse checked the log, identified that there was tube arching. Fse completed generator calibrations. To resolve the issue, fse replaced the x-ray tube and verified the imaging with no errors. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.